Event description:
It was reported that during an ankle surgery, the tip of the curette broke and remains in the pt's ankle joint.

Manufacturer narrative:
Investigation results: this device is made of stainless steel and is not meant for implantation. The evaluation for this returned unit remains in process. A f/u report will be sent upon completion of the investigation.